Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap sleeve gastrectomy. According to the reporter: the device stopped working intraoperatively. The device would not release the needle, and the needle could not be toggled. A new device was opened to correct the condition. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.